Manufacturer narrative:
The distributor reported that the customer informed them that the asi is not flashing. The maintenance schedule is not reported. The battery has an expiration date of january 2028. Communication with the customer: the distributor reported that on aug 1st, customer informed that the indicator light has not been flashing. On aug 7th, they received the AED from customer the AED, the self-test is normal. It was found that the indicator light is not working as the customer reported. The AED software was upgraded to version 2.9 and no service code was found. Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. Routine maintenance: the ddu series AED is designed to be very low maintenance. Simple maintenance tasks are recommended to be performed regularly to ensure its readiness. Daily- check that active status indicator (asi) is flashing green. Monthly- in addition to the daily check, check the condition of the unit and accessories; check pads and battery pack expiration dates. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit.

Event description:
The distributor reported that the customer informed them that the asi is not flashing. The customer did not report this event occurred during patient use.